Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient's parent called in and reported the patient developed a skin reaction on (B)(6) 2025 ((B)(4)) and inquired if the g6 adhesive has the same ingredients as the tegaderm patch as the patient has developed a rash and a scar under every g6 sensor pod the patient has used. The mother mentioned the patient has used tegaderm in the past and he might be allergic to the ingredients in the tegaderm adhesive. Per the parent, on approximately (B)(6) 2024, they were at the patient¿s routine diabetologist visit and had the december skin reaction site checked. The parent informed the medical doctor about the g6 skin reactions, and the patient was prescribed a topical steroid medication (hydrocortisone ointment) for the reactions. On (B)(6) 2025, follow up contact was made with the parent to verify the scarring allegation that was reported to the doctor on (B)(6) 2024, but the mother did not specify if the scars from the previous skin reaction events were still visible after three months. Multiple attempts to contact the reporter were made; however, no photo or other details were obtained. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.it was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient's parent called in and reported the patient developed a skin reaction on (B)(6) 2025 ((B)(4)) and inquired if the g6 adhesive has the same ingredients as the tegaderm patch as the patient has developed a rash and a scar under every g6 sensor pod the patient has used. The mother mentioned the patient has used tegaderm in the past and he might be allergic to the ingredients in the tegaderm adhesive. Per the parent, on approximately (B)(6) 2024, they were at the patient¿s routine diabetologist visit and had the (B)(6) skin reaction site checked. The parent informed the medical doctor about the g6 skin reactions, and the patient was prescribed a topical steroid medication (hydrocortisone ointment) for the reactions. On (B)(6) 2025, follow up contact was made with the parent to verify the scarring allegation that was reported to the doctor on (B)(6) 2024, but the mother did not specify if the scars from the previous skin reaction events were still visible after three months. Multiple attempts to contact the reporter were made; however, no photo or other details were obtained. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Related record with event date (B)(6) 2025 (B)(4) (not reportable).